Manufacturer narrative:
Complaint number: (B)(4). The device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed. Device discarded by facility.

Event description:
Operation vats maze rfa in a another hospital 2015. After 7 weeks acute admission in the same hospital with signs of left sided hemiplegia. Directly referred to our hospital (with signs of further neurological deficit (focal epileptic insult and deviation of eyes with clear unconsciousness). CT scan cerebral infarction and left atrial-esophageal fistula. Acute operation (right sided lateral thoracotomy with aid of extra corporal circulation) with reconstruction and closure of the defects. Post-operative persistent neurological signs of right side paralyses of the leg and "man in the barrel". After two month of admission referred to a nursing home.